Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: chap0349 306572 pfs 0.9%p/flush xs saline 10ml st. No batch provided but last two delivered were 9074905. Patient advised that they were going to flush the line and he noticed a brown substance in the syringe.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: chap0349 306572 pfs 0.9%p/flush xs saline 10ml st no batch provided but last two delivered were 9074905. Patient advised that they were going to flush the line and he noticed a brown substance in the syringe.

Manufacturer narrative:
H.6. Investigation: DHR was performed. The non-conformances were reviewed for this batch; there were no non-conformances associated with this defect for this batch. The returned sample received as part of this complaint confirms the presence of foreign matter. Unused or additional samples are required from the customer for bd to confirm the presence of fm in posiflush syringes, only one physical used sample was returned, therefore the complaint could not be confirmed. H3 other text : see h.10